Event description:
The customer alleged they received questionable creatinine plus (crep) results on their integra 400 plus analyzer. The customer stated there were no problems with any other assays. The customer stated they had many patient samples with high results. The customer provided data for four patients with discrepant results that were reported outside the laboratory. The first patient's initial crep result was 2.14 mg/dl. The first repeat result was 1.14 mg/dl. The sample was re-centrifuged and transferred to a sample cup and the result was 1.12 mg/dl. The second patient's initial crep result was 1.0 mg/dl. The repeat result was 0.42 mg/dl. The third patient's initial crep result was 1.16 mg/dl. The sample was repeated twice and the results were 0.71 mg/dl and 0.72 mg/dl. The fourth patient's initial crep result was 1.32 mg/dl. The repeat result was 0.94 mg/dl. There were no adverse events. The crep reagent lot number and expiration date were requested but not provided. From the evaluation of the alarm trace, a lot of clot detected alarms occurred. Fibrin or gel seemed to have clogged the tip of the sample probe, causing too much sample to be transferred. The field service representative performed a probe check. It was determined the customer had pooled their remaining clean solution and used it again on the system. The field service representative replaced the customer's clean solution and no further issues have occurred.

Manufacturer narrative:
This event occurred in (B)(6).